Event description:
Drill extender broke after high temperature sterilization.

Manufacturer narrative:
Visual inspection confirmed the drill extender was broken. Shipment history for the lot revealed that several orders with this lot were shipped to the reporter, all within the 90 day warranty period. The usage of the device was requested but not received. The root cause of the failure was not determined.